Manufacturer narrative:
The returned lead was analyzed and the complaint of high impedances has been confirmed. Visual and x ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead was bent after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The returned lead splitter was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. Reprogramming was attempted, however, the issue did not resolve. The patient underwent a revision procedure where the lead, lead splitter, and click anchor were removed and replaced. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-splitters, upn: (B)(4), model : sc-3400-30, serial: (B)(4), lot: 15944256 . Product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: n/a, lot: 16445126.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead. Reprogramming was attempted, however, the issue did not resolve. The patient underwent a revision procedure where the lead, lead splitter, and click anchor were removed and replaced. The patient is doing well post-operatively.